Manufacturer narrative:
On 11/25/19, mentor received additional information regarding the patient's demographic and the event day. The patient was at age of 30 at the onset of her symptoms, and as a result, the event date was estimated to (B)(6) 2005. The patient plans to undergo bilateral removal without replacement, but the explant date is not yet set. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two unspecified mentor gel implants and experienced postoperative left-sided breast mass and joint pain for the last 12 years. The patient stated that she went through numerous tests, however, the root cause of the joint pain was unknown. The patient also stated that she experienced breast hardness bilaterally before and during menstrual cycles for the last 5 years, and a lump was discovered in her left breast. A biopsy was performed on the lump, and the result indicated that the lump was a complex sclerosing lesion. She was diagnosed with capsular contracture grade IV. The patient experienced more pain and hardness on the left side breast than on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.